Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged trunk cable. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable was pulled from the strain relief. The pulled trunk cable caused the white wire in the trunk cable to short. The shorted wire caused distortion in the side to side ECG channel. The root cause of the strained trunk cable could not be positively identified but was likely excessive force. No adverse event resulted from the pulled electrode belt trunk cable. The last patient to use this electrode belt did not report any deficiencies.